Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Visual inspection found the helix to be stretched/damaged and clogged with blood. X-ray inspection found overtorque of the inner coil consistent with procedural damage. Unable to perform helix mechanism test due to damaged helix as received. The cause of the reported event was isolated to the helix being damaged/clogged with blood and overtorque of the inner coil.

Event description:
It was reported during implant procedure that the right ventricular lead exhibited helix rotation issues. Repositioning was attempted, but unsuccessful as the helix was clogged with tissue. The lead was successfully exchanged. The patient was stable and asymptomatic.